Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device was monitored for 2 days. No unexpected e/a alarm noted. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. No moisture damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 414 mg/dl and the other blood glucose level was 520 mg/dl and 515 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with shots and insulin pump. Customer reported they had contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer stated the type of fluid exposure to the insulin pump was insulin while loading the reservoir. Customer reported o-ring inside lip of reservoir compartment was not missing and there were no cracks. Customer stated that during self test there were no errors and brought back the self test screen. The insulin pump will be returned for analysis while the sensor and reservoir will not be returned for analysis.